Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 4, with a divided septal leaflet, enlarged ventricle and rotated heart. A clip was inserted and deployed on the tricuspid valve, however after detachment from the delivery system, the clip opened from closed to about 20 degrees. The clip was stable on the leaflets, but there was no tr improvement. A second clip was prepared and advanced to stabilize the first clip and to reduce tr. It was noted that imaging was difficult due to anatomy and the first placed clip. Difficulty was encountered when trying to both grasp and capture the leaflets due to the lack of leaflet coaptation. The physician decided to remove the clip from the patient and cancel the procedure. Tr remained unchanged.

Manufacturer narrative:
H6 health effect - clinical code 4451 was removed. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the information provided by the account and without the device to analyze, a cause for the reported unintended movement associated with clip opened while locked could not be determined. Additionally, a cause for the reported tricuspid valve insufficiency/regurgitation cannot be determined. Tricuspid regurgitation is a known possible complication associated with triclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.